Manufacturer narrative:
The customer reported an intermittent power issue on the thermogard console was confirmed during the functional testing and event log review. The issue was found to be a defective fuse and damaged module power input as a result of normal wear and tear. The thermogard console was manufactured in september 2016 and it is nearing expected serviceable life of 5 years. The thermogard console failed to power up during the functional testing. The defective fuse was replaced to restore the power to the console. Visual inspection was performed and noted module power input for a 10a fuse was loose, confirming the reported complaint of intermittent power. The event log was reviewed and noted the occurrence of the mid:14 (bg power supply) and mid:16 (software) error messages around the reported event date likely due to the intermittent power connection. Thus, confirming the reported complaint. In addition, noticed tcmid:08 (coolant temp low) error message in the event log and is unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
The customer reported an intermittent power issue on the thermogard console. Unknown if the device issue was observed during the patient treatment or device check. The issue was confirmed by the customer's biomed engineer. No additional information was provided. No consequences or impact to patient.